Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the system data was corrupt. Software was reloaded including calibration files and the persistent memory nodes were flashed. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported by the biomedical staff that the system 9800's workstation would not accept any additional pts. An error message "worklist is full" was displayed. There was no adverse pt involvement reported. There was no pt info reported.